Manufacturer narrative:
The device was received with both seals intact and no exterior damage. The history log showed motor not running. Occlusion tests showed motor not running was found at the beginning of occlusion test. White teflon flakes covered the u29 opti sensor on main board and worm coupling facets. The root cause was abnormal wear. The tech cleaned the u29 opti sensor and worm coupling facets also replaced worm gear, motor bracket, delrin washer, leadscrew and clutch halves for parts were found old, dirty and worn out due to normal wear. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that device had an issue with motor not running. No patient injury reported.